Manufacturer narrative:
This event was originally reported under manufacturer report number (B)(4) . Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient experienced an alarm stating "go back to wall power" on (B)(6)2026. The patient moved back to wall power at 11:00 pm. A family member of the patient had called reporting an alarm at 03:28 am mentioning they were woken up by an alarm stating "external power disconnect."